Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon successfully transected the transverse portion of the gastric pouch. The next firing on the gastric pouch is when the surgeon had an issue with the instrument. The surgeon said the tissue started to slip out of the jaws and bunch. The tissue had incomplete staple formation plus, not cutting all the way through to the distal end of the reload. The surgeon fired another endo gia sulu 60-3.5 to recreate a portion of the gastric pouch. The surgeon then fired another sulu to insure the gastric pouch did not leak. In doing this, additional tissue was resected.